Manufacturer narrative:
The customer stated calibration and qc were acceptable. The alarm trace from the analyzer contained abnormal aspiration alarms. The issue appeared to be resolved after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service representative determined the sample probes were off towards the edge of the cuvette cell. The probes were re-aligned and adjusted. The syringe seals and tubings were also checked. Mechanism checks were performed.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for one patient from the cobas 8000 c702 module. The initial result from a csf sample was 12 mg/dl and was reported outside of the laboratory. The repeat result was 74 mg/dl and a corrected report was issued. The reagent lot number and expiration date were requested but were not provided.